Manufacturer narrative:
H3: one device was received for evaluation. No previous services were found. Review of the event history log identified air detector was off. The customer reported problem was confirmed by functional testing. The cause was an inoperable upstream occlusion sensor. The upstream occlusion was replaced to correct the issue. The device passed all functional tests after the repair.

Event description:
The customer returned product for upstream occlusion (uso) sensor missing the colored overlay, and during physical inspection it was found that the uso sensor was inoperable. There was no patient involvement.